Manufacturer narrative:
Literature citation: brent roster, md et al. Salvage of infected inbone total ankle replacement. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per roster and lian in "salvage of infected inbone total ankle replacement, it was reported that the patient underwent a revision surgery due to post-traumatic osteoarthritis 43 months post-op. The patient was treated for infection with a regiment of po rifampin and minocycline for one year. The patient had inbone re-implanted 4 months following the antibiotics with success.